Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported results of 381 mg/dl, 153 mg/dl, 241 mg/dl and 159 mg/dl within 10 minutes on the nano system. Customer was not feeling ok. "She had orange juice and apple". Customer was able to self-treat. No adverse event reported. Requested return of suspect device.